Event description:
It was reported that the patient developed an infection around the implant pocket of the implantable cardioverter defibrillator (ICD) with eroding tissue resulting in device protrusion. The entire ICD system including the right atrial and right ventricular leads were explanted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5168098.